Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a plastic catheter split while in the skin. The following information was provided by the initial reporter:n, I have submitted another lot number of the insyte autoguard ref# 382533 lot# 3033956 for being too dull to pierce skin and vein, but I have also received a report of lot# 2349098 that had a plastic catheter split while in the skin. I have the extension set, and three of the insyte lot# 3033956 to return for evaluation. Additional information received 26-may-2023. I wanted to clarify that the (B)(4) has two separate issues. I¿ve answered the questions for (B)(4) for the catheter that had the split catheter, which is lot# 2349098. Lot# 3033956 is too dull to pierce the skin, and I have three samples that were attempted, and one unopened product from that lot. I¿ve also included the clinical managers, as they would have more knowledge of these events than I do. 1. Are you able to provide the date of event? (B)(6) 2023. 2. Are you able to provide the quantity of the insyte autoguard involved for lot number 2349098? Only one reported error of this type for this lot# 3. Was there any leakage due to the catheter split? Unknown. 4. Was there any blood or bodily fluid exposure due to the catheter split? Unknown 5. What was the patient outcome? Unknown. 6. Was there any adverse event or serious injury reported? No. 7. Is sample available to return for lot 2349098? No, but picture is available. 8. What procedure was being performed during the incident? No. 9. What medication/solution was being used? None, attempting to start IV.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jun-2023. H6: investigation summary: bd received four 20 gauge insyte autoguard blood control units from lots 3033956 and 2349098 for evaluation. Three of the units was received in opened packaging while one unit was received in its original sealed packaging. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the three unsealed units were already retracted with no catheters. Since no catheters were returned with the unsealed units the catheters could not be inspected for any defects. Additionally, there appeared to be no issues with the sealed unit. Next, the unsealed units were reset to their original position and microscopically inspected. The cannula tips of each unit was inspected and found to be acceptable. Finally, a needle penetration and drag test was performed on the sealed unit. The sealed unit was found to be acceptable and within product specifications. No defects were found to any of the returned units. Therefore, based off the visual/microscopic inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a plastic catheter split while in the skin. The following information was provided by the initial reporter:n, I have submitted another lot number of the insyte autoguard ref# 382533 lot# 3033956 for being too dull to pierce skin and vein, but I have also received a report of lot# 2349098 that had a plastic catheter split while in the skin. I have the extension set, and three of the insyte lot# 3033956 to return for evaluation. Additional information received 26-may-2023. I wanted to clarify that the 382533 has two separate issues. I¿ve answered the questions for 7982715 for the catheter that had the split catheter, which is lot# 2349098. Lot# 3033956 is too dull to pierce the skin, and I have three samples that were attempted, and one unopened product from that lot. I¿ve also included the clinical managers, as they would have more knowledge of these events than I do. Are you able to provide the date of event? 5/7/23. Are you able to provide the quantity of the insyte autoguard involved for lot number 2349098? Only one reported error of this type for this lot# . Was there any leakage due to the catheter split? Unknown. Was there any blood or bodily fluid exposure due to the catheter split? Unknown. What was the patient outcome? Unknown. Was there any adverse event or serious injury reported? No. Is sample available to return for lot 2349098? No, but picture is available. What procedure was being performed during the incident? No. What medication/solution was being used? None, attempting to start IV.